Manufacturer narrative:
Analysis found in pre temperature test over 118°f in one minute which was over standard temperature. Facility refuse repair. Device was returned to facility not repaired. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that a handpiece handle was overheating pre-operatively. There was no patient involvement. On follow up it was reported that device overheated within one minute and a back up device was used to complete the procedure.